Event description:
At start of case, unable to test harmonic handpiece. Cord changed, still unable to test. Both handpiece and cord replaced, still unable to test handpiece. Generator switched, new handpiece and cord were able to be tested and used during the case. Sequestered generator tested against a functioning generator, and sequestered generator identified as the issue. Operating room biomed staff member contacting ethicon endo-surgical for further follow-up. Dates of use: (B)(6) 2013. Diagnosis or reason for use: laparoscopic total hysterectomy. Event reappeared after reintroduction: yes.